Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this implantable pacemaker exhibited premature battery depletion (pbd). It was observed during device interrogation that the battery was very low. The physician opted to do an emergent changeout and requested for an analysis to find out why battery went down so quick. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
--